Event description:
Related manufacturer reference number: 2017865-2022-19590. It was reported that the device exhibited pacing inhibition when the patient was standing up during an in-clinic device check. The patient experienced dizziness. The device was explanted and replaced. During the procedure, it was noted that the right ventricular (rv) lead insulation was damaged. The rv lead was also explanted and replaced. The patient was stable with no adverse health consequences.

Manufacturer narrative:
The reported event of damaged lead insulation was confirmed. As received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil. The cause of reported event was due to the exposure of the outer coil at the abrasion zone, consistent with friction to the device can.